Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower housing of the programmer was cracked, the bezel was cracked and software errors were found in the update history. (B)(4).

Event description:
It was reported that the programmer had no calibration. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.